Manufacturer narrative:
(B)(4). (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Explanting physician reported rupture diagnosed by ultrasound. The device has been replaced. This record relates to the left side.

Event description:
Explanting physician reported rupture diagnosed by ultrasound. The device has been explanted and replaced. This record relates to the left side.

Manufacturer narrative:
Device evaluation: "analysis of the returned device identified: underweight and opening on radius. A visual and microscopic analysis was performed which identified: sharp opening on posterior, crease flat, wear abrasion and stress marks. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp pattern on posterior of opening device assessed as a surgical impact opening, for the stress marks in the shell." Additional, changed, and/or corrected data.